Event description:
It was reported that two 405cc mentor memorygel breast implants being used for a breast reconstruction procedure appeared discolored. It was reported that doctor was performing a breast reconstruction and opened 3 smpx405 devices. The first one seemed normal, the second one appeared yellowish in color so she opened a third and that one was also yellowish in color. She did not have any other options so she implanted the second one and the third one was not used. The color did not look like the normal clear gel so wanted to report and send back for analysis. There were no patient consequences or additional information reported. This report is for the implant (serial number (B)(4)), which was not used.

Manufacturer narrative:
Device evaluation summary: upon visual evaluation of the image provided in the complaint, no apparent damage, visual anomalies, or appearance of yellowish gel were observed. In addition, the implant was observed inside a container. As the product involved in this complaint was not received, the device could not be analyzed according to our procedures. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Reason for device explant and/or reoperation: discolored device mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 20, 2022, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that no discolored, damage or anomalies were observed on the smooth mod + prof xtra 405cc breast implant. In addition, the implant was received inside of the thermoform and sealed. The event described could not be confirmed as the breast implant was returned without noticeable discoloration. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This supplemental report is for the implant (serial number (B)(6)), which was not used. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 6, 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. This supplemental report is for the implant (serial number (B)(6)), which was not used. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 30, 2022, mentor became aware that the date of event was (B)(6) 2022; field b3 has been updated on this form. This supplemental report is for the implant (serial number (B)(6)), which was not used. Manufacturer¿s reference number: (B)(4).